Event description:
It was reported that the atrial lead exhibited a sudden increase in thresholds and impedances, as well as oversensing. A lead fracture was suspected. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5054 implantable pacing lead - 1998-(B)(6). (B)(4).